Event description:
It was reported by the customer that a pyxis medstation es system pharmacy order delayed. The customer reported that users were unable to remove medications because these medications were not listed on the pyxis profile. However, the user was able to acquire the medications from emar. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that pharmacy order delayed. A technical support specialist verified the station functionality and found no issue. The system functioned as intended after troubleshooting.